Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported two split cartridges. Additional information was provided that he has had many cartridges with splitting over the last three to four months without any patient harm. He stated he uses an automatic handpiece most of the time with his cases and that the splitting is occurring both while loading the lens and when inserting the iol into the eye. He does not have any of the patient identifiers to provide. He also does not have the event dates of the occurrences since it has been over several months. There are four medical device reports associated with this surgeon regarding his report of multiple splitting cartridges from four different lot numbers. This report is for the fourth lot number.

Manufacturer narrative:
Additional information provided. Product evaluation: the cartridge was returned. Viscoelastic was observed in the cartridge. The tip was not split. Heavy stress lines were observed along the anterior and the posterior of the cartridge tip, beginning prior to the parting line. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The cartridge product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of qualified lens models (diopters unknown) with this group of cartridges. It is unknown which lens was used in the reported cartridge. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.the customer indicated the use of a non-qualified handpiece and non-qualified viscoelastic. The reported tip splitting was not observed. Stress lines were observed at the tip which may have been interpreted by the customer as the reported complaint. The stress observed is an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. A failure to follow the directions for use (dfu) also occurred. The account used a cartridge/handpiece combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).